Event description:
It was reported the patient presented with sepsis due to an unspecified infection. The entire pacemaker system was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted the patient initially presented to the emergency room.